Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the right ventricular lead exhibited multiple noise episodes. No additional information was reported.